Event description:
It was reported by the rep that when the device, with reload cartridge, was used during a laparoscopic gastric bypass procedure, it did not cut. Another device was used to complete the case. There was no consequence to the patient.